Event description:
On (B)(6) 2016 the inserter tip was broken during a tlif procedure for spondylodesis at l5 to s1; during trial placement the inserter was broken as the surgeon tried to pull the trial out of the surgical space. Forceps were used to pull the trial out and a calix implant was placed. There were no injuries and no secondary medical procedures needed due to the incident.